Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple compromise force sensor system alarms on the insulin pump. Customer stated the alarm occurred during the manual prime and the customer could not complete the rewind sequence. The customer also reported the drive support cap appeared to be protruded. Customer's blood glucose was unknown at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.